Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo and one (1) unused sample with opened packaging identifying the reported lot number was provided for evaluation. Visual evaluation of the photos and sample showed the guard of the mini-spike dispensing pin to have embedded particulates throughout the guard. The particulates were identified as occasional burnt resin in the plastic. Visual evaluation of the photos and sample confirmed the reported defect. Incidents of this nature are attributed to operator oversight during the manufacturing and inspection of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that mold and dirt were seen within the packaging. No injury reported.